Event description:
Customer reportedly received result of 476 mg/dl on the advantage system and 225 mg/dl on professional's meter within 10 minutes. No blood glucose symptoms reported with these results. No actions taken based on device results. Controls were run and in range one week after comparisons were done. No adverse event reported. Requested return of suspect device and replacement was sent.